Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: patient underwent ultra low anterior resection which associated with the low anastomosis. When the device didn¿t cut through, he needed to do a hand sewn anastomoses. As you know, the major complication after low anterior resection include anastomotic leak and was correlated with requirement for permanent stoma. Did the device staple? No, incomplete. Were there any staples missing from the staple line? Anterior part. What was the shape of the staples (b-formation, irregular, legs straight)? Nil. How was the procedure completed? Hand sewn. Where in the green setting scale was the device fired? Within the range. What confirmation was received that the device fully fired? Device couldn¿t cut through, no ¿crunching¿ sound of the firing is heard. Please describe the shape of the staples. Anterior part not completely stapled. What healthcare provider fired the device and what is his/her experience? He is an experienced surgeon. Was a permanent stoma performed as part of this procedure? No. Defunctioning ileostomy. What is the current patient status? Patent is ok after hand sewn repair.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during an ultra low anterior resection procedure, the stapler didn't cut through. It is unknown how the procedure was completed. It is unknown if there were any adverse events for the patient.